Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined. (B)(4).

Event description:
Related manufacturer reference: (B)(4). The patient presented to the clinic following a vibratory alert due to episodes of non-sustained right ventricular oversensing. Further testing was performed and the oversensing episodes could not be reproduced. The device was reprogrammed and no further intervention was performed. The patient is stable.